Event description:
The manufacturer was contacted in reference to the dreamstation auto CPAP device. The patient is alleging lung disease, kidney disease/toxicity, liver disease and asthma. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.